Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 processing module for one sample. The following data was provided (customer¿s reference range is 1.6 to 2.6 mg/dl): (B)(6) 2022 sid (B)(6) initial result = 7 mg/dl, repeat = 2.1 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and replaced the tbg, r1 pipettor inne which resolved the issue. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(4). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. No additional discrepant results were documented after the part replacement. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the tbg, r1 pipettor inne did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(4) or the tbg, r1 pipettor inne was identified.